Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the cycler¿s cassette compartment during fill 1 of pd treatment. Fluid was also observed on the exterior of they cycler set¿s cassette. The patient reported receiving pump a vs. B volume error alarms during fill 1. The leak began during fill 1 of treatment. The source of the leak is unknown. The patient was advised to follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. Upon follow up, the patient reported that treatment was not completed. The patient did not experience any serious adverse events nor injuries and did not require medical intervention as a result of the reported event. The patient was treated with prophylactic antibiotics vancomycin (unknown strength and dose) and another antibiotic (unknown type, dose, strength) via intraperitoneal (ip) administration. The patient has received a new cycler. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. The cycler set used by the customer was discarded and is not available to return for physical evaluation by the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the cycler¿s cassette compartment during fill 1 of pd treatment. Fluid was also observed on the exterior of they cycler set¿s cassette. The patient reported receiving pump a vs. B volume error alarms during fill 1. The leak began during fill 1 of treatment. The source of the leak is unknown. The patient was advised to follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. Upon follow up, the patient reported that treatment was not completed. The patient did not experience any serious adverse events nor injuries and did not require medical intervention as a result of the reported event. The patient was treated with prophylactic antibiotics vancomycin (unknown strength and dose) and another antibiotic (unknown type, dose, strength) via intraperitoneal (ip) administration. The patient has received a new cycler. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. The cycler set used by the customer was discarded and is not available to return for physical evaluation by the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the top cover. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the test. The cycler underwent and passed a system air leak test, balloon valve actuation test, teach pump test and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump assembly. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the cycler¿s cassette compartment during fill 1 of pd treatment. Fluid was also observed on the exterior of they cycler set¿s cassette. The patient reported receiving pump a vs. B volume error alarms during fill 1. The leak began during fill 1 of treatment. The source of the leak is unknown. The patient was advised to follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. Upon follow up, the patient reported that treatment was not completed. The patient did not experience any serious adverse events nor injuries and did not require medical intervention as a result of the reported event. The patient was treated with prophylactic antibiotics vancomycin (unknown strength and dose) and another antibiotic (unknown type, dose, strength) via intraperitoneal (ip) administration. The patient has received a new cycler. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. The cycler set used by the customer was discarded and is not available to return for physical evaluation by the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.